Event description:
It was reported the patient's blood glucose level rose to 370 mg/dL while wearing the Pod longer than 48 hours. The patient confirmed that the pink slide did move forward and that the cannula did insert into the skin during wear. There was no confirmed insulin leakage. However, there was some redness at the insertion site. Upon removal of the Pod, it was determined that the cannula was bent. The patient did not receive any alarms or alerts. No treatment details were provided.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The Shelf Mode Current (SMC) was measured to be within specifications. The data shows extended periods of pod-CGM signal loss, indicated by estimated glucose values (EGVs) of -1. Pod-CGM connection was reestablished intermittently throughout runtime. The Investigation of the pod found no issues that would result in pod-CGM communication issues. The exact cause of the pod-CGM communication issues could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone 16.1.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.